Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the left ventricular lead exhibited loss of capture. Fluoroscopy was performed and revealed lv lead dislodgment. The lead was explanted and replaced. Patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece. Analysis did not find any anomalies. The s-curve height of the lead was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.